Event description:
A pt was treated on 10/16/96 in the left vermilion border, oral commissures, and the base of the nose. On approximately 2/16/97, the pt noted a hard, raised, red bump at the test site. On approximately 3/21/97, she developed a firm, raised, red bump at the upper vermilion border; the symptoms were continuous. On 4/21/97, the pt was seen by the physician and a diagnosis of hypersensitivity was given. The symptoms at the test site had resolved. The physician prescribed an oral antibiotic and referred her to a rheumatologist for blood tests for autoimmune diseases. The physician did not appreciate any symptoms of an autoimmune disease. Follow up information received on 5/20/97 was that a full course of antibiotics was taken by the pt. The erythema resolved on approximately 5/13/97. The pt had not visited the rheumatologist yet for the blood work because she was too busy.